Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman fxd curve access system (was). After the closure device was deployed, a thrombus was observed attached to the tip of the was. The closure device met release criteria and was implanted and the wds was withdrawn through the was under negative pressure. The thrombus was successfully aspirated through the was and the procedure concluded. No patient complications were reported. It was further reported the presence of spontaneous echo contrast was noted. One day post index procedure the patient had fully recovered and was discharged.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman fxd curve access system (was). After the closure device was deployed, a thrombus was observed attached to the tip of the was. The closure device met release criteria and was implanted and the wds was withdrawn through the was under negative pressure. The thrombus was successfully aspirated through the was and the procedure concluded. No patient complications were reported. It was further reported the presence of spontaneous echo contrast was noted. One day post index procedure the patient had fully recovered and was discharged.

Manufacturer narrative:
B5 describe event or problem updated b6 relevant tests/laboratory data updated b7 other relevant history updated.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman fxd curve access system (was). After the closure device was deployed, a thrombus was observed attached to the tip of the was. The closure device met release criteria and was implanted and the wds was withdrawn through the was under negative pressure. The thrombus was successfully aspirated through the was and the procedure concluded. No patient complications were reported.